Event description:
The hospital reported that during a coronary artery bypass procedure, two blower misters failed to flow properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital will reportedly not be returning the products in question.

Manufacturer narrative:
Since the devices are not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).